Event description:
Vascular occlusion/tenderness, discoloration, white pustules in the chin / mentalis / lip area/skin may just be irritated/mouth discolored [vascular occlusion]. Swollen from multiple pokes [injection site swelling]. Bruised from multiple pokes [injection site bruising]. Case narrative: united states report received from a consumer via company representative on 10-apr-2025, reporting on herself a caucasian female patient in her early 60's who has received rha redensity on (B)(6) 2025 for an unknown indication. The patient's previous procedures included botox (botulinum toxin type a) injection for migraines on an unknown date in (B)(6) 2024. The patient's medical history was not provided. The patient was not allergic to any drug or food. The patient's concomitant products included an unknown volume of rha 4 applied at chin, jawline, cheeks and temples via needle technique, an unknown volume of rha 3 applied at lips via needle technique, an unknown volume of rha 2 applied at radial cheek lines via needle technique. It was not reported if cannula was used for all the products administration. The patient also received daxxify (daxibotulinumtoxina-lanm) for an unknown indication at the crow's feet and platysmal bands at an unknown dose. All the products were administered on (B)(6) 2025. An unknown volume of rha redensity was applied at oral / perioral area via needle technique. It was not reported if cannula was used for the product administration. The patient received total of 12 syringes of rha products in different areas of the face. On (B)(6) 2025, the patient was swollen and bruised from multiple pokes. On (B)(6) 2025, the patient experienced tenderness, discoloration, and white pustules in the chin, mentalis, and lip area. The injector suggested to use the antibiotic ointment for a few days as the skin may just be irritated. On an unknown date in (B)(6) 2025, the patient visited another injector, where the patient underwent ultrasound scan, which confirmed a vascular occlusion. The patient was treated with hylenex (hyaluronidase) 525 units over a few hours in the mentalis area as well as inside of the mouth which was also discolored upon assessment and red-light therapy, warm compresses and instructions to massage. On (B)(6) 2025, the patient was doing better and went back to another injector (the same who diagnosed vascular occlusion) the following day and stated that the area was continuing to resolve. At the time of report, the outcome of the vascular occlusion was resolving and outcome of injection site swelling, and injection site bruising was unknown. The intensity of the events was not reported. It was unknown if the products were available for return. Causality assessment per reporter between events and rha redensity was not provided. Health effect: clinical code: e2328, obstruction/occlusion. Health effect: clinical code: e2111, injection site reaction. Health effect: clinical code: e2111, injection site reaction. This case linked with #(B)(4) (same patient). No additional information was available at the time of this report. Company comment: a female patient in her early 60's presented with vascular occlusion after rha redensity, administration. The exact latency was not reported. The company assessment was that the causal relationship between vascular occlusion and rha redensitycannot be excluded with confidence based on the temporal relationship, limited information provided and concomitant medications of rha 4, rha3, rha2 and daxxify. The company will continue monitoring the benefit-risk profile for the product.

Event description:
Vascular occlusion in chin,lip,perioral area/tenderness, discoloration, white pustules in the chin / mentalis / lip area/skin may just be irritated/mouth discolored [vascular occlusion] swollen from multiple pokes [injection site swelling] bruised from multiple pokes [injection site bruising] rha redensity in oral commissures, lip outline, temples [off label use]. Case narrative: united states report received from a consumer via company representative on (B)(6) 2025, reporting on herself a caucasian female patient in her early 60s who has received rha redensity on (B)(6) 2025 for an unknown indication. The patient's previous procedures included botox (botulinum toxin type a) administered in (B)(6) 2024 at a dose of around 100 units at the upper half of face and back of neck for migraines treatment. No adverse events were reported. The patient's concurrent medical history included sulfur allergy, migraines and tattoo/permanent makeup. The patient had no dermatological history reported, no known history of recent or chronic infection, no disease affecting the immune system or thyroid gland reported; no family history of auto-immune disease, no recent surgery or dental treatment reported, no history of blood clotting disorders and no cardiovascular diseases. The patient was not allergic to any drug or food. The patient was not pregnant at the time of report. The patient's concomitant products included progesterone, nose spray (unspecified), rha 2 administered a volume of 2cc at the radial cheek lines (1 ml) and nasolabial folds (1 ml) via needle technique. Needles supplied in the box was used and it was not reported if cannula was used for the administration. Lot: 23421gl0 and expiration date: 21-oct-2026. A volume of 1 ml (1cc) of rha 3 applied at lips via needle technique. Needles supplied in the box was used and it was not reported if cannula was used for the administration. Lot: 22401il0, expiration date: 07-oct-2025. Rha 4 at a volume of 6cc applied at cheeks (1 ml), chin (1 ml), jawline (1 ml), and temples (3 ml) via needle and fanning technique. 27 g cannula and needles supplied in the box was used for product administration. Lot: 23372el0, expiration date: 15-sep-2025. The patient also received 130 units of daxxify (daxibotulinumtoxina-lanm) for glabella at the crow's feet (30 units on each side) and platysmal band (30 units). The product was administration using 3mm 6/10-inch 1cc syringe. Lot: r1007202 and expiration date: jan-2026. All the products were administered on (B)(6) 2025. A volume of 4 ml rha redensity was applied at oral commissures, lip outline, perioral area and temples via needle technique. 27 g cannula and needles supplied in the box was used for product administration. Lot: 22462cl0 and expiration date: 15-nov-2025; lot: 2226r1l0, expiration date: 20-jun-2025; lot: 23242al0, expiration date: 12-jun-2026; lot: 22452fl0, expiration date: 12-nov-2025. Lidocaine cream was applied prior to all the rha injections. The patient received total of 4cc of rha redensity. The patient received total of (B)(4) syringes of rha products in different areas of the face. The hcp noticed normal amount bleeding from the injection site after the injections performed. On (B)(6) 2025, the patient experienced swelling and bruised from multiple pokes. The patient's sudden pain became more painful and sore as time went on. On (B)(6) 2025, (reported as 48 hours after injection), the patient experienced tenderness, discoloration, and white pustules in the chin, mentalis, and lip area. The injector suggested to use the antibiotic ointment for a few days as the skin may just be irritated. The patient experienced little more swelling and white blisters began to form. The patient visited another injector, where the patient underwent ultrasound scan, which confirmed a vascular occlusion at chin, lip and perioral area. The patient was treated with hylenex (hyaluronidase) 525 units over a few hours in the mentalis area as well as inside of the mouth which was also discolored upon assessment and red-light therapy, warm compresses and instructions to massage. Biopsy was not performed. On (B)(6) 2025, the treatment was effective, and the patient was doing better and went back to another injector (the same who diagnosed vascular occlusion) the following day and stated that the area was continuing to resolve. At the time of report, outcome of the vascular occlusion was resolving and outcome of injection site swelling, and injection site bruising was unknown. Severity of the patient's symptoms was reported as 5 (moderate). It was unknown if the products were available for return. Causality assessment per reporter between events and rha redensity was not provided. Pictures of the patient were provided. Health effect: clinical code: e2328, obstruction/occlusion. Health effect: clinical code: e2111, injection site reaction. Health effect: clinical code: e2111, injection site reaction. Health effect: device code: a2304, off label use. This case linked with #(B)(4) (same patient). Follow-up information received from the consumer via company representative on 23-apr-2025, included: injector details, previous procedures included botox details added, concurrent medical history (drug allergy, migraine and tattoo), details about rha redensity, daxxify, rha2, rha3 and rha4 details (volume administered, lot number, expiration date, injection technique and materials used), daxxify (total dose, indication, lot number, expiration date and needle size) added and new event (off label use) added. Narrative updated accordingly. Company comment: a female patient in her early 60s presented with vascular occlusion four days after rha redensity, administration. The company assessment was that the causal relationship between vascular occlusion and rha redensity cannot be excluded with confidence based on the temporal relationship, limited information provided and concomitant medications of rha 4, rha3, rha2 and daxxify. The company will continue monitoring the benefit-risk profile for the product.